Manufacturer narrative:
(B)(6). (B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Part 07.704.003s, lot dsc1675: release to warehouse date: september 26, 2014. Supplier: (B)(4), packaged by: synthes: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an articular distal tibia fracture of the right leg the norian mixture failed to cure. After twenty-two (22) minutes the surgeon removed the norian mixture and used dbx bone putty and some of the cancellous bone chips to complete the procedure. There was a thirty (30) minute delay in the procedure. There is no known harm to the patient; the patient's outcome was reported as fine. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An updated device history record was run to include the device expiration date. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.